Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer needed to press the wake button multiple times before the pump screen turned on. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 212 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.